Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturing plant for investigation. A device history review was not performed since the serial number of the device is unknown.

Event description:
The patient's peritoneal dialysis nurse reported that the patient reported air in the cycler tubing and when he opened the cycler door, the cassette was leaking. No patient harm or adverse event was reported. It is unknown if the cycler alarmed. Follow up with the patient¿s nurse reported that the patient did not have or experience any complications as a result of the alleged event. The patient did not complete treatment but did resume on the replacement cycler. The patient was prescribed prophylactic antibiotics. The patient discarded the cycler set. No new event alleged.